Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the user's understanding differed from olympus recommendations in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use. Preventative measures are given in evis exera ii gif/cf/pcf type 180 series reprocessing manual, "5.1 preparing the equipment for reprocessing" and "5.2 precleaning the endoscope and accessories".

Event description:
The customer reported the evis exera ii gastrointestinal videoscope was reprocessed incorrectly. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on february 7th, 2023. During the in-service, the customer was not using the air/water cleaning adapter. The representative informed the staff of the importance of using the air/water cleaning adapter. Infection control information referenced in the user and reprocessing manuals was discussed with the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.